Manufacturer narrative:
The serial number of the e601 analyzer is (B)(6) . The investigation is ongoing.

Event description:
The initial reporter stated they received a questionable result for one patient sample tested with elecsys amh on a cobas 6000 e601 module. The clinician did not agree with the measured sample value. The sample resulted in an amh value of 0.22 ng/ml. After the low value, the patient was treated with pregoverin. On (B)(6) 2024, another sample from the patient was tested, resulting in an amh value of 4.67 ng/ml. The clinician suspected the value from (B)(6) 2024 to be incorrect.

Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined. A general reagent issue can be ruled out.